Manufacturer narrative:
Device was received with critical pump error alarm and constantly beeping during testing due to moisture damage on electronic assembly. Unable to confirm blank display due to critical pump error alarm. Device received with cracked battery tube thread and cracked case battery tube noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump had a blank display. The customer was assisted with troubleshooting and the display did return after insulin pump restart. The customer stated that the contact on the battery cap and battery compartment was neither missing nor damaged. The customer also stated that the insert battery alarm did not display on the insulin pump screen. Customer stated that there was exposed to moisture and insulin pump beeps. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.